Event description:
It was reported that the ilet user inadvertently skipped the fill tubing step during an infusion set and cartridge change, resulting in incorrect supply change steps; the agent provided troubleshooting and education and guided the user back to the fill tubing stage, after which the process proceeded as intended. There were no reported clinical effects. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user error during the supply change workflow, with the device and its components functioning as designed once the correct fill tubing step was completed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incomplete procedural steps.